Manufacturer narrative:
(B)(4). The sample involved in this event was not returned. No failure investigation could be performed. Lot history record review could not be performed, because no lot number was provided.

Event description:
Customer reports smartsite connected to a bd connector 3 way tap on uac line. Male luer lock blood gas syringe attached to female smartsite port. Customer reports that smartsite broke while obtaining blood gas sample. The smartsite had been in use for 3 days when the event occurred. No pt injury reported and no further info available from customer.